Manufacturer narrative:
(B)(4). The patient was hospitalized for copd (onset date not reported) on (B)(6) 2013. During hospitalization, the patient was intubated and capd therapy was started on (B)(6) 2013. On (B)(6) 2013, the patient died. It was not reported if capd therapy was ongoing until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of peritonitis in a patient coincident with therapy for continuous ambulatory peritoneal dialysis (capd) using unknown pd disposables. The patient was hospitalized for an unknown reason. Two days after being hospitalized, the patient experienced peritonitis manifested by cloudy drain, which was observed post catheter insertion. The cause of the peritonitis was not reported. The patient was treated with piperacillin-tazobactam for the peritonitis (dose, frequency, and route not reported). The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.